Event description:
I brought my mother-in-law to urgent care and had to wear a mask in the office for 2 hours which resulted in a headache as well as feeling a bit lightheaded. This has happened each time I have brought my mother-in-law to urgent care/emergency room over the past year and had to have a mask on for an extended period of time. I have also had multiple times when wearing a mask while shopping has resulted in a panic attack. FDA safety report ID# (B)(4).